Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous, moderately calcified lesion exhibiting 90% stenosis located in the circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. The procedure was completed using another medtronic stent. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injuries.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis summary: angiographic image of the left coronary system confirms a moderately tortuous, moderately calcified lesion located in the circumflex (cx) artery. There is also a lesion evident in the lad. A stent is deployed across the lesion in the proximal lad and the procedural wire is then re-positioned into the lcx. Multiple pre-dilations are performed in the lcx. A second support wire is delivered into the lcx and the wire can be seen backing out of the vessel and the positioning of a stent is attempted. However, it appears that the stent was removed without having been deployed. It is not clear from the images if there is deformation to the stent. Another two stents are delivered and deployed. The final images confirm that the lcx was treated successfully. If information is provided in the future, a supplemental report will be issued.